Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical. Records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft an afx vela suprarenal and an ovation ix iliac limb extension to treat an abdominal aortic aneurysm (aaa). Approximately four and a half (4.5) years post initial procedure, during a routine follow up, a type 3b endoleak was identified. The physician elected to reline the original implanted stent graft with an afx2 bifurcated stent graft and an afx vela suprarenal to successfully resolve this event. The patient status was reported as doing well and was discharged. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the additional endovascular procedure complaint is confirmed. The reported type 3b endoleak is unconfirmed. This is moderately consistent with the reported adverse event/incident. The operative note stated the patient had a type 1c endoleak, which is generally associated with an iliac occluder with an aorto-uni-iliac (aui) graft or a fenestrated graft. Without imaging determination of whether there was a type 3b or type 1c endoleak could not be determined. There was concomitant product use (ovation extender with afx2 main body and proximal extension). It is unclear if this contributed to the reported event. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms were identified. The final patient status was discharged on post operative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.